Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced an infection at the implant site and was treated with IV and oral antibiotics.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015, due to an infection. Re-implantation is planned, however has yet to occur as of the date of this report, december 15, 2015.

Manufacturer narrative:
This report filed february 3rd, 2016.